Manufacturer narrative:
Reporter phone number: (B)(4). Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced ineffective stimulation due to high impedances and disconnection. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.